Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report problems with no delivery alarms and low and high blood glucose levels. The customer's blood glucose level was 476 mg/dl. The customer treated with a manual injection and changed the set. The customer's blood glucose level at the time of call was 49 mg/dl and treated with juice. Customer stated the no delivery alarms were resolved by a set and reservoir change. The customer requested to order infusion sets. The insulin pump was not replaced or returned for analysis.